Event description:
On (B)(6) 2009, it was initially reported that the pt was experiencing increase pain close to a scheduled refill session. Volume discrepancy was not checked. A dye study was performed, however, no issue was determined. A roller study was also conducted on (B)(6) 2009. On (B)(6) 2010, it was further reported that no additional troubleshooting had been done. The reservoir alarm had been set to 5.0 ml. On (B)(6) 2010, it was later reported, that the pt underwent intermittent withdrawal since the device was implanted in 2007. Withdrawal symptoms had been constant over the past 3 months. No pattern was determined to be tied to the timing of the refills which occurred approximately every 3 months. The actual residual volume was found to be greater than the expected residual volume. At every refill, there was between 7 to 9 mls of drug remaining. A physician had begun to decrease the dose 5 weeks ago, as it was planned to wean the pt off medication prior to explanting the pump. The pt was planning to ensure that the explanted pump be returned to the MFR for analysis. The pt's outcome, in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info is being requested from the hcp, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).